Event description:
It was reported by medwatch that approximately 1.5 hours into an uneventful dialysis treatment it was noted by the nurse that the venous bloodline was not connected. The pt was unresponsive with a large amount of blood loss, 911 was called, the pt was given normal saline and respirations were ambu supported. The pt was transported to the hospital breathing on own. The pt returned to dialysis two days later. The catheter remains in the pt.